Event description:
Reporter indicated that vns patient developed an infection approximaely 1 1/2 months, post-implant. The infection was tested with antibiotics and explant of both the pulse generator and lead, including electrodes. Infection has reportedly resolved.

Manufacturer narrative:
Product analysis results are not a required element for investigation of an infection event. Sterilization prior to distribution was confirmed for both the pulse generator and the lead.